Event description:
During baxter's evaluation of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were reproduced when a 1081 density mixture of glycerin and deionized water was introduced into the IV set the unit went into a false upstream occlusion alarm. It was determined that the root cause for the alarms was a wide inscribed pin dimension; which has been proven to be a cause of false upstream occlusion alarms. During the evaluation, the upstream sensor had low fluid numbers. Low ultrasonic readings have been known to contribute to false upstream occlusion alarms. The failed upstream sensor was replaced.